Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter sterile water leaked from near the funnel.

Manufacturer narrative:
The reported event was unconfirmed. Four photos were received and evaluated of the silicone foley catheter and syringe; however, the reported event was not able to be confirmed based on the photos alone. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx4584. Visual inspection noted no obvious observations. Catheter was filled with 10ml of methylene blue solution (3 drops 1 percent methylene blue per 100ml distilled water) using returned syringe. The balloon was able to fill and rest without issue. The concentricity of the balloon was out of specification. The catheter was able to passively deflate in 0 min 42 seconds. The reported event was unconfirmed. Risk review not required as reported event was unconfirmed. Labelling review is not required as reported event was unconfirmed. DHR is not required as the reported event was unconfirmed. No additional actions can be taken at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter sterile water leaked from near the funnel. Per the notification received from the investigator on 16feb2026, it was reported that the catheter balloon had a concentricity of 75.25 had been found during the sample evaluation conducted on 23dec2025.